Manufacturer narrative:
Reported event. An event regarding disassociation involving an unknown metal head was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "based upon the information given to me including the preoperative x-ray, I can confirm that an adverse event, specifically disassociation of the femoral head component with damage to the femoral neck and trunnion, did occur. As to the root cause of this event I cannot determine this based on the information given. It would be helpful to be able to see interim postop x-rays to try to determine whether or not any gross malposition position occurred which could account for impingement or other abnormal conditions. " product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: clinician review of provided x-ray confirmed an adverse event, specifically disassociation of the femoral head component with damage to the femoral neck and trunnion, did occur. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, interim postop x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "the v40 36mm + 10mm metal head fell off an accolade tmzf stem. No implant records or op reports available. The primary surgery was done at a different hospital." Spoke to rep: a stem, head, and liner were revised. There are no allegations against the liner. Rep confirmed that no further information will be released by the hospital or surgeon.